Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Thr; (B)(6), (B)(6) hospital (B)(6) 2018. Instrument broke while screwing in acetabular screw but piece was found and no harm to patient. Instrument removed and all pieces accounted for. Patient initial (B)(6) unknown jrn: 1 x iau0150 articulating screw driver lot # enz081009 = instrument discarded by customer.